Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/19/2025, it was reported by a sales representative via phone that an ar-3652tsp fibertak® rc suture anchor backed out. This occurred during a rotator cuff repair on (B)(6) 2025, when the implant pulled out. All fragments were removed from the patient. The case continued using an ar-3652ttsp. This was a self-punching device no instrument was used to prepare the bone. The patient had poor bone quality. It was stated that there was not much of a delay.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.